Event description:
Percutaneous coronary intervention (pci) was performed in a 90% stenosed lesion with moderate tortuously in the mid-left anterior descending (lad) artery. After stent deployment, intravascular ultrasound (ivus) was performed. No resistance was felt during the procedure. The ivus catheter became caught on the distal edge of the stent during withdrawal. Pulling strongly, the ivus catheter was successfully retrieved from the stent edge. The ivus catheter's guidewire exit port was lifted up. Under fluoroscopy, the physician confirmed that the stent edge did lift up. The patient was reported to be fine.